Event description:
Per home health curse (B)(6). The pt's pump is alerting "high pressure". The pharmacy directed the nurse to look for excessive pressure on their IV bag, uneven fluid distribution within the lockbox or carrying pouch, or an object pressing on the solution container. The home health nurse was directed to turn off the pump then turn it back on and now it is working. The device serial number was not provided. The nurse did not report the pt experiencing any adverse events or missed doses due to the product issue. Device is available for return upon the pt receiving return shipping materials. Pt is infusing 60 mg of vimizim, made up of 12-5 mg/5 ml vials. No additional details, dates, or information provided.